Manufacturer narrative:
The company representative replaced the power management board. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a routine check of the iabp, the customer observed that one of the li-on batteries was depleted. It would not charge when the iabp was connected to main power. No patient was involved.